Manufacturer narrative:
Na.

Event description:
The nurse stated she received the following results with the patient on the coaguchek xs meter (serial number (B)(4)). She obtained a result of 2.8 inr at 11:10 am. She then obtained a new vial of strips from the same lot number and obtained a result of 2.7 inr. A laboratory sample at 5:08 am resulted out as 2.1 inr. The reagent used by the laboratory is dade innovin. It was stated that the physician was using the laboratory result for any medication adjustments or treatments. There were no specifics of medications adjustments or treatments provided. The patient has a PICC line in one arm. It was stated that the fingers that were used for the fingerstick samples were on the other arm. There was no information provided as to whether or not the laboratory sample was drawn from a vein or from the PICC line. The patient had been on a continuous IV of heparin until 8:00 am on (B)(6) 2016. The patient does not have any antiphospholipid antibodies. He has had no new medications or changes in his diet. The patient's therapeutic range is 2-3 inr. The patient is currently recovering from his surgery on (B)(6) 2016. There was no adverse event. The suspect product was requested to be returned and the replacement product was sent. The relevant retention test strips (lot 205139-21) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 230734-80). There were no error messages that occurred. The retention samples were acceptable. The customer returned the suspect strips and the meter. The returned meter and strips were tested in comparison to a retention meter and masterlot strips. All of the inr values were within the specified maximum difference between measurements. There were no error messages that occurred. The complaint has not been substantiated.